Event description:
She reached out to her clinical educator on my team and said she got 3 needles in a row with no needle! More specifically, she took off the large outer cap, then took off the small inner cap, and there was no needle present. She says she hasn't had this problem in the 3 weeks she's been on meds but then had it happen 3 times in a row one day. The fourth needle she tried that day was fine, but the first 3 had no needle. (Or is it possible the needle somehow came off inside the small, inner cap?). Reference reports: mw5171140, mw5171139.